Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the rxverify feature was not working on the cabinet. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-oct-2019, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the rx verify server was not configured. A technical support specialist (tss) dialed into the station and configured the setting to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.